Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the display screen is discolored with a pinkish contrast. Investigators removed pump cover and replaced pink display with test display. The test screen is fully functional and is fully illuminated with no visible signs of discoloration. A crack extending from the case seal to the threads of the battery compartment was observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading, but it went very dark after the replacement programming call. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.